Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 10-50 colony forming units (cfus) of pseudomonas and 10-50 cfus of stenotrophomonas maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation. Updated fields: h2, h6. Corrected fields: b3, b6 (should be blank), h3. The customer tested the device for a second time and found: sampling date: (B)(6) 2025. Biopsy channel ¿ 1-10 pseudomonas. 45 degree channel - >100 pseudomonas and stenotrophomonas maltophilia. Straight tip - > 100 pseudomonas and stenotrophomonas maltophilia. The customer tested the device for a third time and found: sampling date: (B)(6) 2025. Cfu: no growth. Bacterial identification: no growth. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information. G1: correction. H2: additional information, device evaluation, correction. H3: additional information. H4: additional information. H6: additional information. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation the device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.